Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Review of lot f1734602, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that two mynxgrip vascular closure device (vcd) peg plugs (sealant) stuck to the tamp tube.

Manufacturer narrative:
Complaint conclusion: it was reported that two mynxgrip vascular closure device (vcd) peg plugs (sealant) stuck to the tamp tube. Additional information received indicated that only one mynxgrip vascular closure device (vcd) was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a cerebral angiogram procedure. Manual compression was applied for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1734602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Per the mynxgrip instructions for use (IFU), lbl9288_b, step 3: remove device, it instruct users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (B)(6) 2018) additional information received indicated that only one mynxgrip vascular closure device (vcd) was used. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a cerebral angiogram procedure. Manual compression was applied for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that two mynxgrip vascular closure device (vcd) peg plugs (sealant) stuck to the tamp tube. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. Review of lot f1734602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Per the mynxgrip instructions for use (IFU), lbl9288_b, step 3: remove device, it instruct users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. See manufacturer report number 3004939290-2018-00538 for the second device. Should additional relevant information become available, a supplemental MDR will be filed.